Event description:
Event description cpi received information that noise was noted on the ventricular channel of this implantable cardioverter defibrillator (ICD) and lead system not manufactured by cpi. The noise resulted in inhibition of pacing and inappropriate shocks. The physician was unable to reproduce any noise.